Event description:
The customer obtained non-reproducible higher than expected total b-hcg ii results from two patient samples using vitros total b-hcg ii reagent on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros b-hcg ii patient results were not reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected total b-hcg results were obtained for two patient samples using vitros total b-hcg ii reagent on a vitros 5600 integrated system. There was no evidence found to suggest the analyzer was poorly maintained. No indications of imprecision were observed, and no analyzer or reagent malfunctions were identified. The investigation could not determine a definitive root cause. Both the analyzer and the reagent could not be ruled out as contributing factors. The root cause of this event is unknown.